Event description:
A bipap a30 device was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, a ventilator inoperative error code was found in the device's error log relating to 'device cannot be operated after three restarts'. There is no documentation stated on a root cause and/or any component replacement to resolve the issue. A not-reportable error code relating to 'unable to write event log' was also found in the device's error log. The service technician states that the printed circuit assembly (pca) board needs to be replaced to resolve the not-reportable error. Additionally, the device was visually inspected, and foam particles were not observed. No repairs were performed. The device will be scrapped per the customer's request.